Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 34mm amplatzer septal occluder (aso) was chosen for use in a repeat attempt to close an atrial septal defect; however it was determined to be too large and was safely removed. A 32mm aso was implanted. Thirty minutes postoperatively, the patient was extubated as the patient had recovered from anesthesia. Following extubation, the patient had an intense coughing episode and an episode of premature ventricular contractions. Later a transthoracic echocardiogram confirmed the aso had embolized. The aso was percutaneously removed and surgical closure is planned at a later date. There were no patient consequences reported.